Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("just had my essure removed") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and adverse reaction ("having medical issues ever since I had it implanted"). The patient was treated with surgery (to remove essure device). Essure was removed. At the time of the report, the medical device removal and adverse reaction outcome was unknown. The reporter considered adverse reaction and medical device removal to be related to essure. (B)(4). Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal and adverse event. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.